Manufacturer narrative:
The microsensor was returned for evaluation: device history record (DHR) - lot 4332959, conformed to the specifications when released to stock. Unique device identifier (UDI): (B)(4). Failure analysis - based on the supplier analysis and investigation, the issue of the complaint was not confirmed. No visible damage to the sensor, catheter material, or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to probe connector housing is impacted by external force.

Event description:
A facility reported that the sensor was not detected by the microsensor: on (B)(6) 2020, the microsensor was connected with the codman icp equipment after zeroing in operating room. However, the sensor was not detected, so the hospital requested an exchange due to a defect. No patient contact/injury reported.